Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1: initial reporter address: (B)(6).

Event description:
It was reported when using the bd vacutainer k2e plus blood collection tubes, that one thousand (1000) tubes were hemolyzed and therefore have been rejected. There was no report of impact to the patient or user.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d9: device available for eval: yes. D9: returned to manufacturer on: 11-sept-2024. Imdrf annex b grid: b01 - testing of actual/suspected device. Investigation summary: bd received 2 samples and 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for hemolysis was observed. Additionally, the customer samples along with 100 retention samples from bd inventory, were evaluated by visual examination and no issues were observed. Complaints for sample quality are under statistical control for the month of june 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hemolysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tubes, an unspecified number of tubes were hemolyzed and therefore have been rejected. There was no report of impact to the patient or user.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b.5. Describe event or problem: it was reported when using the bd vacutainer® k2e plus blood collection tubes, an unspecified number of tubes were hemolyzed and therefore have been rejected. There was no report of impact to the patient or user. Annex a code: a0302. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for hemolysis was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and no issues with the tubes were observed. Complaints for sample quality are under statistical control for the month of june 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hemolysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tubes, an unspecified number of tubes were hemolyzed and therefore have been rejected. There was no report of impact to the patient or user.